Manufacturer narrative:
.The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2018-13264. It was reported the patient experienced ineffective stimulation with their scs system. Surgical intervention may be pending to address the issue.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2019-00129.